Event description:
It was reported that a tasp shim was found in a tray with the bearing missing. There is no additional information available.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use, with both ball bearing disassembled and were not returned with the device. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. This device is confirmed to have been a part of a CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. Complaint is confirmed from the returned device. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.